Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Approximate age of device ¿ 2 years and 5 months (calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller alarmed with a controller fault alarm and the lights and the green pump running symbol were no long illuminated. The system controller's alarm did not sound when the driveline was removed for a system controller exchange. The lvad clinician was unable to download or review the system controller log file. The pump continued to run and the patient was asymptomatic. No further information was provided.